Event description:
It was reported that during a ureteroscopy, the tapered end of the device sheared off. The broken piece of the device was retrieved with biopsy forceps and another stent was placed with no problem. A visual examination revealed the proximal pigtail appears to have been pulled off at approx 4.5mm from the tip. There are no other complaints against this lot number. Unable to determine the cause of the event.